Manufacturer narrative:
There was no patient involved with this event. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the heartmate mobile power unit, mpu, was found to have damaged and discolored patient cables. The cables were loose around the connectors. The handle and rubber feet were also damaged. It was also noted that the battery ribbon was missing.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the mobile power unit (mpu) (serial #: (B)(6) was returned for analysis to the european distribution center (edc) and it was noted that the patient cable rubber was loose at the lemo connector, the patient cable was discolored, the red battery strap was missing, the handle was damaged, and there was a missing foot. The mpu was powered on as intended. A functional test was performed. The system functioned as intended. The patient cable, red battery strap, handle, and missing foot were replaced. Preventative maintenance was performed. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mpu (serial #: (B)(6) and the mpu was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.